Manufacturer narrative:
Concomitant medical product: ddbb1d1 ICD implanted: (B)(6) 2015 .

Event description:
It was reported that the patient presented to the emergency room after hearing audible tones. The right ventricular (rv) lead integrity alert (lia) had tripped due to high bipolar pacing impedance and high sensing integrity counter (sic). Oversensing was noted and a fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.